Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation the monitor displayed a service code 6. The monitor programming was corrupted. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor could not run detect and treat testing.